Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before a cholecystectomy procedure, the clip was formed teardrop-shaped. After that, the trigger became hard and the device could not to be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.